Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer blood glucose at the time of incident unknown. Troubleshoot was not performed. Customer stated the esc button only works if was pressed hard. The issue was not resolved. Insulin pump will not be returning for analysis.

Manufacturer narrative:
Device received with minor scratches on lcd display window noted. The test reservoir p-cap was able to lock in place. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. The connector was inspected and locked on lcd board. Device passed displacement test, self test, off no power test and all operating currents tested within the specification. No unexpected charge or battery anomaly were noted. (B)(4).